Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling, impedance, defibrillation cycling, the environmental chamber, power cycled multiple times with battery only, ac only, and battery and ac power with test accessories without duplicating the report. An internal inspection resulted in no findings. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.